Event description:
After firing the ligasure device it was noted that a piece of the blade was bent. An x-ray was performed of the patient's uterus after the ligasure was removed, and the x-ray did not show the missing piece.